Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after implant, this right ventricular (rv) lead exhibited high pacing capture thresholds. A subsequent chest x-ray confirmed the rv lead had dislodged. A lead revision procedure was performed and this rv lead was successfully repositioned. No additional adverse events were noted.